Event description:
It was reported that the customer wanted to know about winriver dxworks buffer overflow vunerability. There was no information on patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer wanted to know about winriver dxworks buffer overflow vunerability. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available additional information: imdrf annex a, g, c code and manufacturer narrative bd technical support troubleshoot with customer over the phone. Investigation summary: the reported issue of the facility having concerns on wind river vxworks overflow vulnerability was confirmed by bd cybersecurity to been addressed and patched for version 12.1.1 and higher. Inspection and testing of the device could not be performed as it was not provided for investigation. The bd cybersecurity website https://bd.com/cybersecurity, contains bulletins, patches and updates for the bd alaris software and other third-party software. The reported issue was communicated to the bd cybersecurity team. ¿the customer seemed to be concerned about the vxworks interpeak ipnet vulnerability which did impact alaris devices (cve-2019-12255/ cve-2019-12264). This is a communication library embedded in the alaris pumps. This vulnerability was remediated in bd alaris pcu version 12.1.1 and higher. If the customer is still utilizing a version of bd alaris prior to 12.1.1, they should contact their bd account manager to determine a replacement strategy.¿ it is recommended to keep all bd software updated to the latest release to ensure the highest level of security and protection against potential cyber threats. Regular updates often include patches for vulnerabilities, enhancements in security features, and improvements in overall system performance. A review of the system logs could not be performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the concern on the wind river vxworks vulnerability can be attributed to the use of the alaris system version lower than 12.1.1 per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.